Event description:
This is a pt requiring a laparoscopic nissen fundoplication surgical procedure. During the coarse of surgery and at a time when bleeding was occurring, the harmonic scalpel malfunctioned and ceased to work. Rather than wait for replacement and risk further blood loss, the procedure was converted to an open laparotomy. The pt recovered and was discharged three days later.